Event description:
High blood sugar [blood glucose increased]. Pen echo was defective [device defective]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "high blood sugar" beginning on 2018, "pen echo was defective" with an unspecified onset date, and concerned a (B)(6) female patient who was treated with novopen echo (insulin delivery device; reported as novopen echo red) from unknown start date due to "type 1 diabetes mellitus"; novopen echo (insulin delivery device; reported as novopen echo blue) from unknown start date due to "type 1 diabetes mellitus"; novopen echo (insulin delivery device; reported as novopen echo red) from unknown start date due to "type 1 diabetes mellitus"; novorapid (insulin aspart) from unknown start date due to "type 1 diabetes mellitus". (Regimen#1 dose and frequency unknown, therapy dates unknown to (B)(6) 2018; regimen #2 dose and frequency increased dose, therapy dates (B)(6) 2018 to unknown), insulin glargine (insulin glargine) from an unknown start date due to "type 1 diabetes mellitus" (regimen#1 dose and frequency unknown (once at night), therapy dates unknown to (B)(6) 2018; regimen #2 dose and frequency increased dose, therapy dates (B)(6) 2018 to unknown). The patient's height, weight and body mass index were not reported. Medical history included type 1 diabetes mellitus (diagnosed 3 years ago). Treatment medication included intravenous (IV; not specified). From an unspecified date in 2018 (reported as 1 and half week ago), the patient had been experienced high blood sugar values between 8-22 mmol/l. On (B)(6) 2018, the patient was laying on the floor of the bathroom at school, crying. The patient could not stand or walk and when her blood sugar was checked it was 30 mmol/l. The patient was taken to the emergency where she was given IV (not specified) to "flash" her system. It was reported that the patient had to go to emergency because her pen echo was defective. On the same day, the patient went back home and was recovering. Patient saw her health care professional and the hcp increased insulin glargine that the patient took once a night and also increased novorapid. The patient was on multiple daily injections. On (B)(6) 2018, the patient's blood sugar had improved a bit and was 17 mmol/l. The patient was asked to disregard vials of insulin she was using and start new vials. Action taken to novopen echo was reported as product discontinued due to ae. Action taken to novopen echo was reported as product discontinued due to ae. Action taken to novopen echo was reported as product discontinued due to ae. Action taken to novorapid was reported as dose increased. Action taken to insulin glargine was reported as dose increased. On (B)(6) 2018 the outcome for the event "high blood sugar" was recovering/resolving. The outcome for the event "pen echo was defective" was not reported. Batch number of novopen echo pens were available and that of novorapid was not available. No further information available. Company comment: the reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid (insulin aspart).

Event description:
Case description: this serious spontaneous case from canada was reported by a consumer as "high blood sugar" beginning on 2018, "pen echo was defective" with an unspecified onset date, and concerned a 12 years old female patient who was treated with novopen echo (insulin delivery device; reported as novopen echo red) from unknown start date due to "type 1 diabetes mellitus", novopen echo (insulin delivery device; reported as novopen echo blue) from unknown start date due to "type 1 diabetes mellitus", novopen echo (insulin delivery device; reported as novopen echo red) from unknown start date due to "type 1 diabetes mellitus", novorapid penfill (insulin aspart) from unknown start date due to "type 1 diabetes mellitus" (regimen#1 dose and frequency unknown, therapy dates unknown to (B)(6) 2018; regimen #2 dose and frequency increased dose, therapy dates (B)(6) 2018 to unknown), insulin glargine (insulin glargine) from an unknown start date due to "type 1 diabetes mellitus". (Regimen#1 dose and frequency unknown (once at night), therapy dates unknown to (B)(6) 2018; regimen #2 dose and frequency increased dose, therapy dates (B)(6) 2018 to unknown). Action taken to novorapid penfill was reported as dose increased. Batch number of novopen echo pens, novorapid penfill was available. Investigation result product: novopen echo. Batch number: evg5963-1. The electronic register was checked. No remarks. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random penfill cartridge . The product was found to be normal. The results were found to comply with specifications. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal. Product: novopen echo. Batch number: evg5946-7. Pen was received with penfill mounted. The electronic register was checked. Several mitigation codes were present which indicate use of a blocked needle. Visual and functional examinations were performed. Paint was peeling. One snap was broken off the cartridge holder. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random penfill cartridge. The product was found to be normal. The results were found to comply with specifications. The memory data in the device revealed that the memory display had shown two lines (- -) after an attempted injection during use. The observed problem was caused by the use of a clogged needle on the pen. After the injection to follow the display will function normally again, if the injection needle is changed to a new one. The fault was caused by incorrect handling during use of the device. The painted surface of the pen was damaged and the paint was swollen and/or flaking off. The fault was caused by accidental damage during use of the device. The snap connection on the cartridge holder was broken off on one side. Consequently the cartridge holder will be difficult to mount on the pen body. The dose accuracy may be affected. The fault was caused by an error in novo nordisk a/s. Product: novopen echo. Batch number: evg3010-2. The electronic register was checked. Several mitigation codes were present which indicate use of a blocked needle. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. The product was found to be normal. The observed problem is caused by the use of a clogged needle on the pen. The memory data in the device revealed that the memory display had shown two lines (- -) after an attempted injection during use. After the injection to follow the display will function normally again, if the injection needle is changed to a new one. The fault was caused by incorrect handling during use of the device. Product: novorapid penfill. Batch number: hr7f873. A visual examination of the received sample has been performed. Nothing abnormal was detected. Since last submission following has been updated: suspect product novorapid penfill name, lot # and expiration date updated. Investigation result updated. Manufacture comment updated. Narrative updated accordingly. Company comment: (B)(6) 2018: since no faults were found on the returned device (novopen echo) and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event and thus not possible to find similar incidents to the one reported in argus case (B)(4). The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill (insulin aspart). H3 continued: evaluation summary. Investigation result. Product: novopen echo. Batch number: evg5946-7. Pen was received with penfill mounted. The electronic register was checked. Several mitigation codes were present which indicate use of a blocked needle. Visual and functional examinations were performed. Paint was peeling. One snap was broken off the cartridge holder. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random penfill cartridge. The product was found to be normal. The results were found to comply with specifications. The memory data in the device revealed that the memory display had shown two lines (- -) after an attempted injection during use. The observed problem was caused by the use of a clogged needle on the pen. After the injection to follow the display will function normally again, if the injection needle is changed to a new one. The fault was caused by incorrect handling during use of the device. The painted surface of the pen was damaged and the paint was swollen and/or flaking off. The fault was caused by accidental damage during use of the device. The snap connection on the cartridge holder was broken off on one side. Consequently the cartridge holder will be difficult to mount on the pen body. The dose accuracy may be affected. The fault was caused by an error in novo nordisk a/s.